Event description:
It was reported that a presyncopal patient presented in the emergency room following appropriate shocks for a ventricular fibrillation episode. Upon review, the implantable cardioverter defibrillator exhibited a diagnostic anomaly as only a portion of the ventricular fibrillation episode had been stored. Review of the remote transmission for the episode showed that the device's appropriate shock for a ventricular tachycardia episode had induced the fibrillation episode which was then appropriately shocked and rescued. The patient would continue to be monitored.